Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The identity of the impacted product was revealed with receipt of the device. The impacted product was a 350cc mentor memorygel breast implant. Section d has been updated with all newly applicable information. G5 (PMA/ 510(k)) and h4 has also been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. Bilateral prosthesis replacement with 300cc mentor memorygel breast implants was performed on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with unknown mentor implants experienced bilateral capsular contracture (baker grade unknown) post procedure. The patient received an official medical diagnosis for the capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-00972 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on march 20, 2020. The implant date was clarified to be (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on march 25, 2020. Device evaluation summary: a manufacturing record evaluation (mre) was performed for the finished device number 5566472, and no non-conformances related to the reported complaint were identified. During visual inspection of the device, a crease was noted on the posterior view. Within the crease a tear was observed, measuring approximately 2.0 cm. It is possible that the rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. (B)(4).